Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced ongoing elevated blood glucose (bg) levels of over 400 mg/dl; cause was unknown. Contact was unable to confirm if bg level was above 500 mg/dl. Multiple supply changes were performed, as well as adjustment to settings (basal rate and carbohydrate ratio); and correction bolus were administered to address elevated bg. Reportedly customer reverted to manual injections for insulin therapy.